Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient presented to the hospital after hearing their implanted device emitting tones. A review of the implanted system found high out of range pacing impedances on this right ventricular (rv) lead. Additionally, high pacing thresholds with loss of capture and noise episodes were observed. A chest x-ray was obtained that showed lead damage in the clavicular region. The physician elected to replace the rv lead and a revision procedure was performed. During the removal of this lead, the lead broke and a portion of the lead was abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the two lead segments returned noted lead damage approximately 328 millimeters from the terminal pin. The insulation was slightly out of round and two conductor fractures were observed. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.